Event description:
Caller states that during a correlation study, the following coaguchek system 1/lab results were obtained: patient 1: 4.8 inr/3.5 inr and 8.0 inr/5.5 inr; patient 2: 4.5 inr/3.3 inr and 5.2 inr/3.5 inr; patient 3: 7.0 inr/5.2 inr; patient 4: 3.8 inr/2.9 inr. Requested return of suspect system and replacement was sent. No adverse event reported.

Manufacturer narrative:
Patient 2: female, atrial fibrillation. Medication unk. No action taken on result. No adverse event reported. Patient 3: female, medication unk. Coumadin was held for 2 days, no adverse event reported. Patient 4: no information provided.